Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced increased seizures and headaches and was admitted to hospital following a full revision surgery. The vns therapy was not turned on after the surgery and is believed to be set to not provide therapy at the time of the seizures and headaches. No other relevant information could be obtained.